Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a serious adverse event with a diagnosis of diabetic ketoacidosis. Event was moderate in nature, the customer recovered completely on (B)(6) 2017. Subject had hyperglycemia, vomiting and stomach pain. The customer went to emergency room and was admitted for dka. It was resolved by next day. No further information was provided.